Event description:
A medtronic representative reported that during a surgery, using the stealthstation s7 system, they experienced em interference due to the alm lights. The lights were removed from the em field and the issue was resolved. The case was completed with no impact on pt outcome.

Manufacturer narrative:
Medtronic navigation is filing this MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event. Per the reported event, the system was used with incompatible equipment that was removed to resolve the issue.